Event description:
Customer reported low blood glucose symptoms with result of 33 mg/dl obtained on the compact plus system. He self treated with cereal and ice cream and low blood glucose symptoms improved. Customer tested 63 mg/dl within 10 minutes of the result of 33 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.